Manufacturer narrative:
One device was received for analysis. Functional testing performed and could not verify the reported issue of a defective downstream occlusion sensor. No problem was found.

Event description:
It was reported that the device's downstream occlusion (dso) sensor is defective. There was no patient involvement.

Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.